Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) was consulted and reprogramming options and further evaluation were discussed. No adverse patient effects were reported. This device remains in service.